Event description:
This unsolicited case from united states was received on 03-jan-2018 from patient. This case concerns (B)(6) female patients who received treatment with synvisc one injection and after unknown latency, pain kept getting worse in knees, swelling getting worse/knee was swollen but not that much or bad as right, couldn't walk for over 3 weeks¸ weight bearing difficulty, sweaty and cold; after few hours felt like prickles stinging all over her legs, whole legs had prickles pain/pain was from groin to feet/ intensive pain/ pain got more severe. Patient with a history of dmii (diabetes mellitus type ii), hearing loss (prior to using synvisc), allergy to losartan potassium (losartan), arthroscopic surgery for a torn meniscus in her right knee in 2005 or early 2006, and arthritis in the right knee. Patient said, several years after the meniscus surgery she had the synvisc 3 series in her right knee. Patient said she also had two synvisc-one injections in the right knee prior to getting the injection on (B)(6) 2017. Patient said the other synvisc-one injections and the synvisc injection went well and did not have a problem. Patient was able to bear weight before injection. Patient had no concomitant treatment with immunosuppressants. Patient had no allergy history: avian proteins, feathers, or egg products. On (B)(6) 2017, at 11:00 am, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (expiration date and lot number: not reported) for arthritis left knee and the lack of a meniscus in the right knee. On the same day, around 6:30 pm or 7:00 pm that evening, patient experienced intensive pain and it felt like prickles stinging all over her legs (severe) (latency: few hours). Patient said the whole legs had prickles pain and swelling was getting worse. Patient said the physician told her to ice and elevate her knees. Patient said the next day she call the physician's office about her symptoms and they to her to keep ice on the knees and elevate the knees but not to do all the time. Patient said the doctor told her move them a little bit in bed not to stay in the same position all the time. On an unknown date in 2017, latency unknown, patient said the pain kept getting worse and the swelling was not increasing as fast in her knees. Patient said the pain was from the groin to her feet. Patient was told to take naproxen sodium (aleve) or paracetamol (tylenol) for the pain. Patient said she took paracetamol (tylenol extra-strength) and took one tablet in the morning and one tablet in the evening the first night after she call the physician. Patient said she then started taking one extra-strength tylenol once a day for the next 4 days. Patient said by the third day the pain quit getting worse and the pain was very slowly getting better over the last 4 weeks. Patient said her physical therapist taught her how to use walking sticks to get around for 2 weeks. Patient said the walking gradually got better and now she used a cane to walk. On (B)(6) 2018, physician injected steroids (cortisone) into both of her knees. Patient said at this time, she was recovering but still uses a cane to walk. Patient was having a bad reaction on the synvisc-one in both knees. It was reported that patient couldn't walk for over 3 weeks patient did not engage in activities such as jogging or tennis soon after the injection. Patient said her right knee was much more swollen but not quit twice the size of the knee originally. Patient said the left knee was swollen but not that much or bad as the right. Patient was able to bear weight after injection with a lot of difficulty. From a scale on 1 to 10 and 10 being the worse pain patient said after the injection her pain was 10. Patient said she did not take her temperature but was sweaty and cold after injections. No blood work and cultures was done. Patient did not have any prosthetic device. Patient was well nourished with good hygiene. Patient said she set on exam table with leg hanging over the side of the table, she said they disinfected the knees, she said the physician use touch to find the place to give the synvisc-one injections, and she was able to walk out. It was reported that other medications were not injected into the knee joint at the same time as synvisc one. Corrective treatment: cortisone, ice, elevate, naproxen sodium (aleve), paracetamol (tylenol extra-strength) for pain kept getting worse in knees, swelling getting worse/knee was swollen but not that much or bad as right; naproxen sodium (aleve) and paracetamol (tylenol extra-strength) for whole legs had prickles pain/pain was from groin to feet/ intensive pain/ pain got more severe, uses a cane for couldn't walk for over 3 weeks; not reported for rest events. Outcome: recovering for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for pain kept getting worse in knees and swelling getting worse/knee was swollen but not that much or bad as right.

Event description:
This unsolicited case from united states was received on 03-jan-2018 from patient. This case concerns 82-year-old female patients who received treatment with synvisc one injection and after unknown latency, pain kept getting worse in knees, swelling getting worse/knee was swollen but not that much or bad as right, couldn't walk for over 3 weeks¸ weight bearing difficulty, sweaty and cold; after few hours felt like prickles stinging all over her legs, whole legs had prickles pain/pain was from groin to feet/ intensive pain/ pain got more severe. Patient with a history of dmii (diabetes mellitus type ii), hearing loss (prior to using synvisc), allergy to losartan potassium (losartan), arthroscopic surgery for a torn meniscus in her right knee in 2005 or early 2006, and arthritis in the right knee. Patient said, several years after the meniscus surgery she had the synvisc 3 series in her right knee. Patient said she also had two synvisc-one injections in the right knee prior to getting the injection on (B)(6)2017. Patient said the other synvisc-one injections and the synvisc injection went well and did not have a problem. Patient was able to bear weight before injection. Patient had no concomitant treatment with immunosuppressants. Patient had no allergy history: avian proteins, feathers, or egg products. On (B)(6)2017, at 11:00 am, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (expiration date and lot number: not reported) for arthritis left knee and the lack of a meniscus in the right knee. On the same day, around 6:30 pm or 7:00 pm that evening, patient experienced intensive pain and it felt like prickles stinging all over her legs (severe) (latency: few hours). Patient said the whole legs had prickles pain and swelling was getting worse. Patient said the physician told her to ice and elevate her knees. Patient said the next day she call the physician's office about her symptoms and they to her to keep ice on the knees and elevate the knees but not to do all the time. Patient said the doctor told her move them a little bit in bed not to stay in the same position all the time. On an unknown date in 2017, latency unknown, patient said the pain kept getting worse and the swelling was not increasing as fast in her knees. Patient said the pain was from the groin to her feet. Patient was told to take naproxen sodium (aleve) or paracetamol (tylenol) for the pain. Patient said she took paracetamol (tylenol extra-strength) and took one tablet in the morning and one tablet in the evening the first night after she call the physician. Patient said she then started taking one extra-strength tylenol once a day for the next 4 days. Patient said by the third day the pain quit getting worse and the pain was very slowly getting better over the last 4 weeks. Patient said her physical therapist taught her how to use walking sticks to get around for 2 weeks. Patient said the walking gradually got better and now she used a cane to walk. On (B)(6)2018, physician injected steroids (cortisone) into both of her knees. Patient said at this time, she was recovering but still uses a cane to walk. Patient was having a bad reaction on the synvisc-one in both knees. It was reported that patient couldn't walk for over 3 weeks patient did not engage in activities such as jogging or tennis soon after the injection. Patient said her right knee was much more swollen but not quit twice the size of the knee originally. Patient said the left knee was swollen but not that much or bad as the right. Patient was able to bear weight after injection with a lot of difficulty. From a scale on 1 to 10 and 10 being the worse pain patient said after the injection her pain was 10. Patient said she did not take her temperature but was sweaty and cold after injections. No blood work and cultures was done. Patient did not have any prosthetic device. Patient was well nourished with good hygiene. Patient said she set on exam table with leg hanging over the side of the table, she said they disinfected the knees, she said the physician use touch to find the place to give the synvisc-one injections, and she was able to walk out. It was reported that other medications were not injected into the knee joint at the same time as synvisc one. Corrective treatment: cortisone, ice, elevate, naproxen sodium (aleve), paracetamol (tylenol extra-strength) for pain kept getting worse in knees, swelling getting worse/knee was swollen but not that much or bad as right; naproxen sodium (aleve) and paracetamol (tylenol extra-strength) for whole legs had prickles pain/pain was from groin to feet/ intensive pain/ pain got more severe, uses a cane for couldn't walk for over 3 weeks; not reported for rest events outcome: recovering for all events a pharmaceutical technical complaint was initiated with global ptc number: 51784 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for pain kept getting worse in knees and swelling getting worse/knee was swollen but not that much or bad as right. Follow up was received on 16-jan-2018. No new information was received. Additional information was received on 13-mar-2018. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly.

Event description:
Pain kept getting worse in knees [knee pain] ([condition aggravated]) swelling getting worse/knee was swollen but not that much or bad as right [swelling of knees]. Felt like prickles stinging all over her legs [pricking skin sensation] whole legs had prickles pain/pain was from groin to feet/ intensive pain/ pain got more severe [leg pain]. Couldn't walk for over 3 weeks [unable to walk], weight bearing difficulty [weight bearing difficulty], sweaty [sweaty]. Cold [feeling cold]. Case description: this unsolicited case from united states was received on (B)(6)2018 from patient. This case concerns 82 year old female patients who received treatment with synvisc one injection and after unknown latency, pain kept getting worse in knees, swelling getting worse/knee was swollen but not that much or bad as right, couldn't walk for over 3 weeks¸ weight bearing difficulty, sweaty and cold; after few hours felt like prickles stinging all over her legs, whole legs had prickles pain/pain was from groin to feet/ intensive pain/ pain got more severe. Patient with a history of dmii (diabetes mellitus type ii), hearing loss (prior to using synvisc), allergy to losartan potassium (losartan), arthroscopic surgery for a torn meniscus in her right knee in 2005 or early 2006, and arthritis in the right knee. Patient said, several years after the meniscus surgery she had the synvisc 3 series in her right knee. Patient said she also had two synvisc-one injections in the right knee prior to getting the injection on (B)(6)2017. Patient said the other synvisc-one injections and the synvisc injection went well and did not have a problem. Patient was able to bear weight before injection. Patient had no concomitant treatment with immunosuppressants. Patient had no allergy history: avian proteins, feathers, or egg products. On (B)(6)2017, at 11:00 am, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (expiration date and lot number: not reported) for arthritis left knee and the lack of a meniscus in the right knee. On the same day, around 6:30 pm or 7:00 pm that evening, patient experienced intensive pain and it felt like prickles stinging all over her legs (severe) (latency: few hours). Patient said the whole legs had prickles pain and swelling was getting worse. Patient said the physician told her to ice and elevate her knees. Patient said the next day she call the physician's office about her symptoms and they to her to keep ice on the knees and elevate the knees but not to do all the time. Patient said the doctor told her move them a little bit in bed not to stay in the same position all the time. On an unknown date in 2017, latency unknown, patient said the pain kept getting worse and the swelling was not increasing as fast in her knees. Patient said the pain was from the groin to her feet. Patient was told to take naproxen sodium (aleve) or paracetamol (tylenol) for the pain. Patient said she took paracetamol (tylenol extra-strength) and took one tablet in the morning and one tablet in the evening the first night after she call the physician. Patient said she then started taking one extra-strength tylenol once a day for the next 4 days. Patient said by the third day the pain quit getting worse and the pain was very slowly getting better over the last 4 weeks. Patient said her physical therapist taught her how to use walking sticks to get around for 2 weeks. Patient said the walking gradually got better and now she used a cane to walk. On (B)(6)2018, physician injected steroids (cortisone) into both of her knees. Patient said at this time, she was recovering but still uses a cane to walk. Patient was having a bad reaction on the synvisc-one in both knees. It was reported that patient couldn't walk for over 3 weeks patient did not engage in activities such as jogging or tennis soon after the injection. Patient said her right knee was much more swollen but not quit twice the size of the knee originally. Patient said the left knee was swollen but not that much or bad as the right. Patient was able to bear weight after injection with a lot of difficulty. From a scale on 1 to 10 and 10 being the worse pain patient said after the injection her pain was 10. Patient said she did not take her temperature but was sweaty and cold after injections. No blood work and cultures was done. Patient did not have any prosthetic device. Patient was well nourished with good hygiene. Patient said she set on exam table with leg hanging over the side of the table, she said they disinfected the knees, she said the physician use touch to find the place to give the synvisc-one injections, and she was able to walk out. It was reported that other medications were not injected into the knee joint at the same time as synvisc one. Corrective treatment: cortisone, ice, elevate, naproxen sodium (aleve), paracetamol (tylenol extra-strength) for pain kept getting worse in knees, swelling getting worse/knee was swollen but not that much or bad as right; naproxen sodium (aleve) and paracetamol (tylenol extra-strength) for whole legs had prickles pain/pain was from groin to feet/ intensive pain/ pain got more severe, uses a cane for couldn't walk for over 3 weeks; not reported for rest events. Outcome: recovering for all events. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for pain kept getting worse in knees and swelling getting worse/knee was swollen but not that much or bad as right. Follow up was received on 16-jan-2018. No new information was received. Additional information was received on 13-mar-2018. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly.